Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Therefore, a total of 10 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: inability to detach as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using an unspecified number of the bd vacutainer® one use holder, blood leakage occurred on an unspecified number of unknown acquisition devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using an unspecified number of the bd vacutainer® one use holder, blood leakage occurred on an unspecified number of unknown acquisition devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.